Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff had a leaked. It was reported that recannulation was required due to cuff issue, the pressure was low and suspected cuff leak. The patient is still using the ventilator.